Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose values after meals, with device data indicating inconsistent meal announcements and announcements intended to reduce glucose that could maladapt meal bolus calculations. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included troubleshooting and user education by customer care and assignment to additional training to review best practices and consider a device reset. Investigation of this case revealed no alerts or alarms and no issues with supplies. It was concluded that the cause of the hyperglycemia was unclear and that user operation contributed due to inconsistent and corrective announcements affecting meal dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence ".